Event description:
Revision surgery - due to patient fell 2 months post op and fractured their femur.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01791; 241-01-105, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.